Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The photos show a 19 cm catheter with discoloration throughout due to blood residue. However, the investigation is inconclusive for the reported fracture and fluid leak as the evidence provided is not sufficient to confirm the reported event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d4 (unique identifier (UDI) #), h6 (result). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and one day post a dialysis catheter placement in the right jugular vein, the catheter was allegedly found to be ruptured. It was further reported that the catheter was allegedly found to have a blood leakage and the patient experienced fever, chills and chills at night of the same day, with a body temperature of thirty-eight degree celsius. There was no reported patient injury.

Event description:
It was reported that five months and one day post a dialysis catheter placement in the right jugular vein, the catheter was allegedly found to be ruptured. It was further reported that the catheter was allegedly found to have a blood leakage and the patient experienced fever, chills and chills at night of the same day, with a body temperature of thirty-eight degree celsius. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, two electronic videos were provided for review. The first photo shows jagged appearance on both the extension legs near the bifurcation area. The extension legs were noted to be bloody. The second photo shows a jagged appearance near to the clamps on the red extension leg. Therefore, the investigation is confirmed for the identified deformation. However, the investigation is inconclusive for the reported fracture and fluid leak as no objective evidence was provided. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: (expiry date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and one day post a dialysis catheter placement in the right jugular vein, the catheter was allegedly found to be ruptured. It was further reported that the catheter was allegedly found to have a blood leakage and the patient experienced fever, chills and chills at night of the same day, with a body temperature of thirty-eight degree celsius. There was no reported patient injury.